Manufacturer narrative:
Corrected data: section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported outflow graft thrombus and inflow cannula malposition could not be confirmed through this evaluation. Review of the log files confirmed low flow alarms. Although a specific cause for the alarms could not be determined through this evaluation, the alarms were in the setting of the reported outflow graft thrombus and inflow cannula malposition. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 05mar2025. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for a review for a patient with persistent low flow alarms. The patient presented to the emergency department (ed) on (B)(6) 2025 with numerous low flows for one day and diarrhea for 3 days. The patient had received intravenous (IV) hydration and diarrhea had resolved with some improvement in flow. The patient continued to have low flows and have decreased in frequency. A computed tomography angiography (cta) showed left ventricular assist device (lvad) in the expected position with widely patent device and left anterior descending (lad) and widely patent outflow cannula anastomosis ascending aorta. There was neointimalization/mural thrombus within the outflow graft with causes no greater than mild stenosis. The cta also showed visualized portion of the driveline without visible surrounding soft tissue stranding or fluid collection. There was mildly dilated left ventricle with severely reduced systolic function. The periodic and event logs captured intermittent low flow events between 01mar2025 and 05mar2025. The low flow alarms did appear to be decreasing in frequency as reported. The pump log files appeared normal, so the pump was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that there were no changes to patient condition or anticoagulation status that may have contributed. Pump speed was increased to 5500 revolutions per minute (rpm) on (B)(6) 2025 and increased to 5400 rpm on (B)(6) 2025. An echocardiogram revealed moderately enlarged left ventricular (lv) size. There was no evidence of lv hypertrophy. The ejection fraction was 20% to 25%. The inflow cannula was noted entering through the distal inferolateral wall. At 5400 rpm, the septum was shifted towards the right ventricle (rv). Rv size was mildly enlarged and there was mildly reduced rv systolic function. Trace tricuspid regurgitation (tr) was seen. There was no evidence of pericardial effusion. Outflow graft flow appeared normal. Tr continuous wave (cw) doppler signal was not adequate to assess pulmonary artery systolic pressure. Compared to prior images, lv size had increased modestly. Right heart catheterization conclusions revealed normal filling pressures and cardiac indices. Treatment included fluids, increased pump speed, and adjusted hypertension medication. Thrombus was not resolved, and the plan of care was to monitor. More information was received stating that mildly reduce rv function and tricuspid regurgitation existed pre-lvad implant. Lvad therapy was not considered to cause or worsen rv function or tricuspid regurgitation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.